Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: I assisted biomed on 8100 sn (B)(4), is having an error 240.4150, resolution to replaced faulty logic board, I recommended to send it in for repair because is more cost effective. Biomed will consider sending it in to bd service depot for repair.